Event description:
Zevex infinity 500ml enteral reeding bags are not funcitoning. Pump alarms "no flow." A new pump was sent to use with same bags, and still "no fow" alarm. The original pump was used with new bags sent to the home and there was no problem. Problem was with bags.